Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient had a cerebral hemorrhage. No additional details are currently available. No further patient complications have been reported as a result of this event.